Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Cause of the event was due to bent infusion set cannulas. Type of infusion set used was not reported. Multiple follow attempts were made to gather additional information, however, the customer did not respond to follow-up attempts.